Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report repeated no delivery alarms. The customer's blood glucose level was 112 mg/dl. The customer was able to clear the alarm by changing the set. The customer reported that the infusion set tubing was bent. The customer's reservoirs and infusion sets were replaced and will be returned for analysis.